Event description:
It was attached to a pt when it alarmed "empty bag". It repeatedly rang bag empty even after tubing was changed. Cardene infusing, unk size of the bag and the amount left in the bag when it alarmed. Rate - 5 ml/hr = 50 cc/hr. Unk length of time infusing. Incident date: (B)(6) 2013. No tubing available. Customer does not want to send the pump in, but wants a record of the complaint. Follow-up obtained from reporter: the reporter stated there were no pt injuries with the event and they were not sending the pump back for return.

Manufacturer narrative:
Investigation results: per log review the complaint for an empty bag alarm was not confirmed. The log results displayed that on (B)(6) 2013 they began an infusion at 10:35pm with a vtbi of 73.6ml at a rate of 16.6ml/hr as the infusion carried on through (B)(6) 2013 there were several occasions the pump had alarmed. The alarms were not empty bag alarms. The alarms consisted of exceeding the hold time when the pump was manually stopped by the user and downstream occlusion alarms. During all instances the pump functioned as intended per the log and had appropriate volumetric accuracy throughout the infusion. After reviewing the history of the pump it has not been in for svc or preventative maintenance since the customer obtained the pump in 2009. It is part of our preventative maintenance requirements noted in the user manual that the pump be serviced once every 12 months. This info has been relayed to the customer.